Manufacturer narrative:
The investigation is ongoing on this event. When the investigation is completed a follow up will be sent to the FDA.

Event description:
Philips received a report that a patient sustained a fracture to the top of the left ring finger during an mr examination.

Manufacturer narrative:
The provided information was reviewed. Patient was positioned on the mr trolley and moved to the docking position at the mr table. When the table moved up the fingers were caught between the trolley and the table. This resulted in a fracture of the patient's left ring finger. No arm rests were used at the time of the event. In the instructions for use it is stated that the customer should take care that the patient's extremities remain on the table top during transportation and docking to avoid injury. Fixate extremities and patient if necessary. Furthermore arm rests can be used to prevent the patient from taking hold of the side of the tabletop. Relevant warnings are found in the instructions for use in the paragraph "flextrak patient transportation system and trolleys:" "the customer should take care that the patient's extremities remain on the table top during transportation and docking to avoid injury. Fixate extremities and patient if necessary submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.